Event description:
It was reported that patient experienced difficulty pressing top on button. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.